Event description:
Baxter spain reported a broken transfer set. The transfer set was replaced. According to the report, the patient had been hospitalized for abdominal peritonitis before the breakage occurred due to a tunnel-site infection. Per the patient's physician, no patient injury or medical intervention was associated with this incident.

Manufacturer narrative:
Baxter's product analysis laboratory received one minicap into the lab for evaluation. This issue was confirmed in the lab for broken occluder feet. A broken occluder mechanism prevents proper clamping of the tubing and generally results in an internal tubing leak or lack of fluid shut-off through the set. No external tubing leakage was observed during evaluation of this complaint sample. Results indicate confirmation of the reported event. There has been corrective and preventative action taken relative to this matter. Renal product surveillance, quality engineering, along with plant manufacturing, will continue to monitor this product line.